Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false negatives were found. No patient impact reported.

Manufacturer narrative:
Investigation summary : quality has confirmed the complaint for false results with a cause related to a failed blower coupler module/assembly. The complaints have been attributed to wear of instrument components, namely blower couplers. Internal CAPA has been initiated by bd to investigate root cause and determine appropriate corrective action to prevent future occurrences of this failure. Quality will continue to monitor this issue.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false negatives were found. No patient impact reported.